Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient reports that "the defect consists in the obturation of the needle channel which does not allow insulin to pass.""